Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples and pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle hub broke which resulted in leakage at the luer connection. The needle had not worked, liquid was gushing out from the thread. The medicine leaked onto the skin through the threads. When he tried to inject, the needle hub broke. After attaching the needle to the syringe he heard a noise, he noticed that the plastic sheath around the needle was cracked and that product was flowing out.